Event description:
It was reported that the gastrointestinal videoscope did not produce an image and then produced a blurry image upon second time use. The issue was found during pre-use inspection and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.